Manufacturer narrative:
Final analysis of the pump found high resistance of the battery, final analysis of the catheter found no significant anomalies, though the catheter had been returned in segments.

Manufacturer narrative:
Product ID, neu_ptm_prog product type programmer, patient product ID 8709 serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a critical alarm occurred. A low battery reset occurred on (B)(6). On (B)(6), there was another l ow-battery reset and the pump went into safe state. At that time, it was stated that the patient was not able to use his personal therapy manager. The patient did not have any symptoms despite the pump running at minimum rate. It was reported that later, the clinician was able to reprogram the pump. About three weeks later, it was reported that the pump had been replaced and the patient was doing fine and was receiving effective therapy. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Additional review indicates the device was related to a recall.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.